Event description:
It was reported in 2008, that after an endoscopic vein harvesting procedure during clean up, the or staff noticed that the plastic boots on the jaw melted. There was no difference or failures observed during the procedure. The procedure had been completed with the same device. No patient complications were reported by the hospital. Three month later, quality engineering notified qa complaint department that the silicon jaw boot was thermally damaged which indicated that the jaws had experienced elevated temperatures at one point in time. "Hemopro overheats" is an MDR reportable event. The MDR decision tree was reset to MDR reportable with an alert date of 2008, when new information became available.

Manufacturer narrative:
Investigation results: the tri-heater wire assembly was bowed away from hot jaw tip. The silicone jaw boot (cold) was thermally damaged. For the damaged cold jaw boot, part of the silicone jaw boot was detached and missing from the jaw. The broken piece was not returned. The observed thermal boot damage and tri-heater wire condition indicates that the jaws had experienced elevated temperatures at one point in time. The device passed and was within specification for all electrical, functional and continuity tests. No non-conformities were found. The reported failure was confirmed. A lhr review was completed for the product and there was no nonconformance associated with the lot number.